Manufacturer narrative:
The patient sex and weight were unavailable from the site. Lot # and manufacture date are dependent on return of the suspect instrument. A replacement driver has been sent to the site for issue resolution. The suspect driver has not been returned to the manufacturer for further evaluation.

Event description:
A medtronic representative reported that the tip of a 4.75 solera driver broke off during surgery. The surgery was finished successfully utilizing navigation and no patient harm occurred.

Manufacturer narrative:
Lot # and manufacture date provided. The device was reportedly sent back, but never received. No further evaluation possible as device location is unknown.